Event description:
It was reported that a spectrum pump alarmed for system error 322. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The eval confirmed the occurrence of multiple system error 322 alarms through review of the history log. Further eval found that the upper link switch varistor voltage was below specification indicating that there was excessive leakage current causing the failure. The I/o printed circuit board will be replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.